Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled ¿optimal glenoid component inclination in reverse shoulder arthroplasty. How to improve implant stability¿ by p. Randelli; f. Randelli; p. Arrigoni; v. Ragone; r. D¿ambrosi; p. Masuzzo; p. Cabitza; and g. Banfi; published online in the musculoskeletal surg march 23, 2014, was reviewed. The purpose of the article ¿optimal glenoid component inclination in reverse shoulder arthroplasty. How to improve implant stability¿ was to demonstrate the inferior inclination of the glenosphere is a protecting factor from joint dislocation in reverse total shoulder replacement. The article reports a retrospective case (dislocation)¿control (stability of the implant) study was performed. Inclusion criteria were the homogeneity of the prosthetic model and availability of pre- and postoperative imaging of the shoulder. Glenoid and glenosphere inclination were calculated according to standardized methods. Difference in between the angles determined the inferior tilt. 33 cases fit the inclusion criteria with surgery from january 2003 were eligible. All cases had a delta xtend reverse shoulder system implanted. The article indicates that out of the 33 patients, three suffered dislocations; one underwent closed reduction, the second underwent open reduction and the third underwent open reduction with revision of the glenoid component. Two other patients sustained an atraumatic episode within the first two months after surgery, however, the article did not state patient experiences or any interventions of these episodes.